Manufacturer narrative:
Isi has not received the sureform 60 stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A device log review for the sureform 60 stapler (part# 480460-09 / lot/serial# l92211102-0195) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staple load misfired with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not properly delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument had a staple load misfire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in d9, g3. G6. H2, and h3 analysis information can be found in h6 and h10 corrected information can be found in h1 intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed through error logs the customer reported complaint of "staple load misfired". Stapler was used at the site on (B)(6) 2022 using system sk1126. Logs are incomplete as the data only showed partial data of the entire procedure but showed 1 firing failure due to tissue thickness with a white reload. No I-beam damage was observed. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint. According to the partial fire log review details, the number of partial fires in the procedure was 1, the reload color installed was white, and the partial fire completion percent was 57%. The instrument could never pass engagement for further functional testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis completed additional investigation of the sureform 60 stapler instrument involved with this complaint. The instrument housing was removed to find rust coming from the roll thrust bearing. Rusting creates friction in the roll axis which is causing engagement failures in-house. The logs do not show any engagement failures for this instrument during the procedure in which it was used. Evidence suggests rust on bearing likely was not present during use and developed during transit, while product was being returned back to intuitive. As bearing rust likely occurred post-procedure, it did not impact the firing failure seen in the logs. The cause of the firing failure was not determinable.

Event description:
Refer to h10/h11 for follow-up information.